Event description:
The customer reported an intermittent x-rays disabled error message. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface board), lemo receptacle and ffb (fluoro function board) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.